Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis because her insertion device was not working properly. It was stated that the spring was not working. The reported blood glucose reading at the time of the call was 460 mg/dl. Advised the caller that the insertion device would be replaced. Nothing further was reported.